Event description:
It was reported that insulin gauge displayed fill estimate amount different than caller expected, with pump showing 0 units while caller expected 90 units and difference greater than 30 units. There was no reported adverse impact to the customer¿s blood glucose level. Caller stated that issue was not occurring at time of call, original cartridge lot number was unavailable, and technical support instructed caller to contact again for troubleshooting if active fill estimate issue occurred, which caller acknowledged.